Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was evaluated in a hospital setting due to lightheadedness. Upon further review, oversensing of noise that resulted in pacing inhibition was seen on the right ventricular (rv) lead. Isometric were performed and noise was reproducible. Tachy therapy was deactivated, and the patient was provided with a life vest. Additionally, inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to the rv noise were observed. No additional adverse patient effects were reported. At this time, this device system remains in service.